Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was damaged and there was no alleged physical damage to the pump. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2019 with the following findings: a review of the pump black box showed pump reboots occurred. A visual inspection of the pump revealed the battery compartment was cracked. The battery cap was not returned with the pump. A test battery cap was used for testing purposes. The test battery cap was able to fit securely to maintain an electrical connection. The pump powered on using the test battery cap with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 12 hours with no power interruptions occurring. The pump¿s cover was removed and no damage was observed to the power circuit. The complaint of a power issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.